Event description:
It was reported to philips that the customer was unable to perform exposures due to low disk space. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on site and confirmed the reported problem that exposure failed dur to no disk space. Fse disconnected tp x-33 to monitor ippc startup, the ippc startup delayed about 5 mins. Therefore, fse checked the bios battery and found it is 1.5v, which should be 3.0v. The battery was confirmed to be defective. After replacing the bios battery and update the bios date and time, ippc started up normally. However, the reported problem still existed. To resolve the issue fse bypassed the disk bay and reinstalled the ippc software and application. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.